Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was found to have been programmed to monitor plus therapy some months previously. The crt-d had recorded numerous episodes and the battery voltage level had depleted from beginning of life (bol) status. Technical services advised returning the device for analysis.